Event description:
Pt's spouse reports that the pump (serial number unknown) or cassette (lot number 6126028) is malfunctioning. Pt and spouse reports they are getting error "cassette not attached and to reattach pump". Rph advised to try & see if there is any tubing coming out of pump that may be blocking the sensor; they checked & denied. Pt also tried to clean the sensor on the pump but is still getting the same error. Pt will make a new mix for a new cassette & try to reattach to the pump. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. No additional information is available at this time. Did the reported product fault occur while in use with the patient? No; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Yes, upon patient return did we replace device? No; did the patient have a backup device they were able to switch to? Yes, if yes, was the patient able to successfully continue their infusion? Yes, is the infusion life-sustaining? Yes, what is the outcome of the event? Ongoing. Diagnosis for use: pulmonary arterial hypertension. Pt code: 4582. Device code: 1371. Ref report: mw5183939.